Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button is intermittently responsive; all other keypad buttons are responding appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded display screen, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.